Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. In this case customer used product off-label more than once when it is single use device. Customer staff has been re-trained. These cannulae are used to divert large volumes of blood between the patient circulation and the cardiopulmonary bypass machine during cardiac surgery and, on occasion, ECMO (off-label use). This malfunction/defect would likely require an exchange of the cannula resulting in a temporary interruption of bypass and possibly significant blood loss. The cause of the event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 25 fr venous cannula broke outside the patient and there was bleeding. Reportedly, the patient had been scheduled for bentall reoperation, which required femoral cannulation. Cannulation was performed with the edwards cannula by femoral approach. No complication occurred during cardiopulmonary bypass and extracorporeal circulation was stopped without complications. However, soon after the extra-corporeal circulation was stopped, while the surgeon was performing hemostasis and protamine administration, the patient became hemodynamically unstable and the issue was detected. Pictures were attached to this file. The surgeon had to re-clamp to avoid further bleeding. The patient lost around 1.500/2000 ml of blood and blood transfusion was required. The patient was hospitalized for few days and was discharged home without complications. In addition, it was learnt that this was not the first time that this cannula had been used in a patient. The hospital was re-using after cleaning and sterilization. The clinical specialist informed the customer that this cannula is a single-use device which cannot be reused. Reportedly, the medical team was re-trained in the use of this device. Moreover, the medical team mentioned that last year they were given a statement by edwards and they were made to sign a consent.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to h6 codes. The device was not returned for evaluation but images were provided. Image evaluation confirmed the complaint. Based on the provided information, the cause of the complaint is reuse of a single-use device. Per provided information the customer has already been informed not to reuse these devices, "the clinical specialist informed the customer that this cannula is a single-use device which cannot be reused. Reportedly, the medical team was re-trained in the use of this device. Moreover, the medical team mentioned that last year they were given a statement by edwards and they were made to sign a consent.